Manufacturer narrative:
The investigation into the reported hemolysis has been completed since the original report was filed. The product was not returned for investigation. Data logs show no signs related to improper positioning or biomaterial ingestion. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was having hemolysis with pfhb >300 and requiring three pressors. Patient brought to the or for escalation to impella 5.5.